Manufacturer narrative:
(B)(4). Batch # t5dl8y. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: can you please provide more event details? Was the oozing gastric contents or blood? If it was a gastric leak, how was the leak addressed? If it was bleeding, how was the bleeding controlled? How much blood did the patient lose? Were any blood products or transfusion required? If so, please explain. Was a laparotomy required to control the oozing? What is the current patient status? Oozing was blood, there is no gastric content in thoracic procedures not a gastric leak. Bleeding was controlled with a clip. Blood loss was minimal, around 5cc. No transfusion required. Situation did not require that the patient be opened. Patient is doing fine.

Event description:
It was reported that during a vats lobectomy procedure, while firing on a vessel, the staple line was incomplete. On the next fire there was oozing from the staple line. The procedure was completed with second like device with no patient consequences reported.